Manufacturer narrative:
One trimmed piece of a company stent was received in a vial. When the vial was opened there were two trimmed pieces of the stent visible. The trimmed stent pieces were visually inspected and damage consistent with trimming was observed. Piece 1 had the proximal collar and a retention ring with a smoother angled cut behind the retention ring, while piece 2 was just a retention ring with more of a jagged cut behind the ring and was covered in surgical debris and foreign material. Dimensional testing could not be performed due to the insufficient length of the stent returned. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Photo attached to the parent file was reviewed by the investigation site. The photo is of a vial with a trimmed piece of stent. Because the sample returned could not verify the reported event, sufficient clinical data was not received, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.4., b.3., b.5., b.6., b.7., d.6., and d.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the patient underwent a secondary procedure to shorten the stent.

Manufacturer narrative:
Additional information provided in b.7. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after having a glaucoma stent implanted, a patient experienced endothelial cell reduction after endothelial cell touch of the stent. Additional information has been requested.